Event description:
It was reported that cartridge alarm occurred during load process, and customer experienced high blood glucose reading with specific value not displayed. Customer gave correction insulin injection by pen or syringe, planned to use multiple daily injections as backup therapy.